Event description:
It was reported that the patient with an artificial urinary sphincter (aus) experienced recurring incontinence. A surgical procedure was performed to remove and replace the aus. The physician believed the old age of the device contributed to the incontinence. No additional complications were reported.